Event description:
In 2008, the pt reported that she received the 09 (technical inspection) alert on her infusion device. She stated that she did not receive any of the prior 8x alerts (88, 86, 84, 82) warning her that the device would soon shut down. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.